Event description:
It was reported that the device was in backup vvi mode with no therapy. The device was explanted and replaced.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to a por. The cause of the power on reset occurred during high voltage therapy delivery. The cause of the reset could not be conclusively determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.